Manufacturer narrative:
Device received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 350mg/dl to 500mg/dl which was treated with backup plan. Customer¿s current blood glucose was 120mg/dl. Customer stated that drive support cap was normal and insulin exited at the quick release. Customer had magnetic resonance imaging on her jaw. Customer performed displacement test and high pressure which was passed. Insulin pump will not be return for analysis.